Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found bottom enclosure is covered in a rust-like residue. The dc power port is corroded. There is an unknown dust/dirt contamination present on all surfaces of the base unit, air inlet, at the entrance of the iso port. Mineral deposits present on the motor casing, within blower box housing, top enclosure, and bottom enclosure suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring, ui panel. The p4 connector cable is corroded and there is a rust-like residue within the interior of the bottom enclosure.a keratin-like substance was observed around the blower box outlet unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and top enclosure. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water ingress, corrosion/rust in the device and are consistent with being from an external source.